Event description:
A malfunction was reported on the customer's pump, identified by a specific malfunction code. There was no adverse impact on the customer's blood glucose level. For resolution, the customer was advised to switch to an alternate form of insulin therapy called mdi, while technical support arranged for a replacement pump with updated software to be sent to the customer. The customer was instructed on the necessary steps for returning the faulty pump.